Event description:
Procedure performed: whipple. Event description: the part is from the inside of the trocar and was found in the patient's abdomen when the entire abdomen was checked again at the end of the operation. A piece of this part is missing. The abdomen was thoroughly rinsed. However, it cannot be determined with 100% certainty whether the missing pieces were completely removed. Unfortunately, the trocar was disposed of by the surgical staff. So far the patient has not experienced any problems. Information in original customer notification email received 01-mar-2023: [translation] part of the blunt tip trocar which we retrieved from the patient's abdomen towards the end of a procedure. Type of intervention: the abdomen was thoroughly rinsed. Patient status: ok.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: whipple. Event description: the part is from the inside of the trocar and was found in the patient's abdomen when the entire abdomen was checked again at the end of the operation. A piece of this part is missing. The abdomen was thoroughly rinsed. However, it cannot be determined with 100% certainty whether the missing pieces were completely removed. Unfortunately, the trocar was disposed of by the surgical staff. So far the patient has not experienced any problems. Information in original customer notification email received 01-mar-2023: [translation] part of the blunt tip trocar which we retrieved from the patient's abdomen towards the end of a procedure. Type of intervention: the abdomen was thoroughly rinsed. Patient status: ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the dislodged component was provided. The complainant¿s experience was confirmed as the dislodged component was identified to be the shield, an internal plastic component of the seal. Based on similar events, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."